Event description:
Customer reported that interconnect cable will not plug in all the way.

Manufacturer narrative:
Gehc surgery service personnel replaced lemo connector and interconnect cable to correct poor connections.